Event description:
The customer was feeling sick and used the device to check their blood glucose. They obtained results such as 184, 178, 206 and 177 mg/ld. They went to the hosp and they checked their glucose and the level was 40 mg/dl. Customer was treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.